Event description:
It was reported, the pt was hospitalized for one night, due to leg pain. The sjm rep met with the pt and found the pt had not charged the scs system. The sjm rep provided education on proper use and charging of the system. The pt issue is resolved and he experiences effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.